Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were returned for evaluation. Product testing was performed and no defect was found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 202, 168, 178 and 206 mg/dl. The customer¿s expected am and pre-dinner fasting blood glucose test result is <150 mg/dl. The customer reported having a headache; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/13/2024 and open vial date was not disclose. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 202 mg/dl date: on (B)(6) time: 5:58am unsure. Result 2: 168 mg/dl date: on (B)(6) time: 4:00pm non-fasting. Result 3: 178 mg/dl date: on (B)(6) time: 3:30pm non-fasting. Result 4: 144 mg/dl date: on (B)(6) time: 3:00pm fasting. Result 5: 206 mg/dl date: on (B)(6) time: 1:35pm unsure.